Event description:
Information received indicates the sleep surface is stuck in one position and will not go into trend or reverse trend.

Manufacturer narrative:
The technician replaced the gas shocks to repair the bed.